Event description:
Per dealer, a brand new out of box failure. Per dealer, the front caster will not swivel. Problem is in the frame; it is either bent or welded incorrectly and there is no replacement part for frame.